Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels. Bg values not provided. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.